Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported by the customer that after a few fires of the clip applier device the clips started to twist/scissor, a clip was sticking out of breach halfway, a clip pulled, another clip jammed inside the breach and clip pulled, and clips continued to twist/scissor. No patient injury was reported.

Manufacturer narrative:
The clip applier was returned empty and therefore could not be function tested. As no clips remained to verify the account's complaint the complaint remains unconfirmed. No visual defects were detected.